Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: make sure that you always have an insulin syringe and vial of insulin with you as a backup for emergency situations. You should also always have an appropriate emergency kit with you.

Event description:
It was reported that the customer's blood glucose (bg) level was 306 mg/dl. The customer stated that 4 syringe needles were not found in the box; all of the syringes were received. The customer used a larger gauge needle to fill the cartridge. Insulin delivery was resumed. A bolus was delivered via the pump to address the high bg.